Event description:
A biomedical engineer reported during a procedure, the handpiece had low power, flow issues, and suction was bad. Add'l info has been requested, but none has been received to date.

Manufacturer narrative:
The facility did not request service. Info obtained from the customer indicates the handpiece will not be returning for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).